Event description:
It was reported that during a cryoablation procedure the patient acquired a pericardial effusion. Pericardiocentesis was performed and the patient was moved to the intensive care unit. The patient recovered and was discharged. The case was aborted and the patient was under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The data files for the date of the event were returned; however, the files were corrupted. Therefore, no analysis could be performed. A known clinical issue was encountered during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.